Event description:
It was reported that during routine generator change out procedure, the physician opted to perform a defibrillation threshold (dft) test through the new subcutaneous implantable cardioverter defibrillator (s-ICD) device. After the patient was induced into a ventricular arrhythmia, the device delivered a 65 joule (j) shock which did not successfully convert the arrhythmia. It was reported that approximately four attempts were made by the s-ICD device to convert the ventricular arrhythmia and were unsuccessful. Subsequently, the patient was externally shocked nine time before the patient successfully converted. The physician then verified electrode and device placement via x-ray. Ultimately, the physician revised the device pocket and moved the device from subcutaneous to intermuscular. The device remains in service. No adverse patient effects were reported.